Manufacturer narrative:
No lot # provided, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd ultra-fine¿ ii short needle insulin syringe was difficult to move. There was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned one loose 1cc, 8mm syringe. Customer states that the plunger rod is difficult to move. The syringe was returned with approximately (B)(4) of a cloudy liquid in the barrel. This indicates that the plunger rod was able to move and draw into the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.